Event description:
The facility representative reported that the pump was in continuous mode and set to deliver 10 ml/h, but it delivered approximately 14 ml/h. This was noted during bio-med testing, therefore, no patient involvement. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 24, 2007. The reported condition of over delivery was not confirmed during evaluation. A pre-accuracy test was performed and the device passed the test. The device was tested per procedure and was returned to the customer.